Manufacturer narrative:
The data log from the event was reviewed. The data showed some force errors had occurred. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip was returned for evaluation. The tip passed leak, thermistor, and visual inspection. No dents, scratches, blemishes, or dielectric breakdown was observed. No functional test was performed due to tip being expired. According to thermage flx user manual, blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, burns are a known potential reaction to treatment. No corrective action is necessary at this time.

Event description:
The patient received treatment for their burns and recovered with no permanent damage or scarring. No details of the burn treatment were provided. The solta medical reviewer determined that no serious injury had occurred. The event no longer meets reportability requirements.

Manufacturer narrative:
This event no longer meets reportability requirements. The investigation and conclusions from our initial assessment remain unchanged.

Manufacturer narrative:
The data log from the event was reviewed. The data showed some force errors had occurred. Based on available data, the handpiece and system performed as expected. The treatment tip was requested for evaluation but has not been received. The investigation is ongoing.

Event description:
This report is related to 3011423170-2024-00133 (tt4.00f6-600, face tip) both involving the same patient. A report was created for both the thermage flx eye tip and thermage flx face tip. As the injury was in the eye area, the suspect tip is the thermage flx eye tip in this report. A user facility reported that a patient experienced a minor burn under their left eye following a thermage flx treatment. The patient received treatment to their face and eye areas. The highest level of treatment was at 3.0. It¿s unknown what brand of cryogen was used, and the amount of coupling fluid that was applied. No system errors occurred during the procedure. The treatment tip was inspected prior to use, and every 50 pulses during the procedure, with no discrepancies found. Approximately 30 days after treatment, the patient reported a minor burn under their left eye. It is not known if the patient received any other treatment in the symptom area on the procedure day or within 90 days prior. It is also unknown if they ever received treatment in the symptom area at any time in the past. The patient's current status and outcome is unknown.